Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: pt is a new self tester. Date: (B)(6) 2011; (10:30am) lab: 2.8; (11:00am) inratio: 4.5; (11:15am) re-test: 3.9. Pt called back on (B)(6) 2011 to report side by side finger stick comparisons obtained at his doctor's office. Date: (B)(6) 2011; poc: 2.9; inratio: 6.3. Fresh finger sticks were used on the meters.